Manufacturer narrative:
Follow-up #1: date of submission 04/10/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/31/2015 with the following findings: a battery cap was not returned with the pump for investigation. A test cap was used to complete the investigation. Review of the black box data revealed record of time and date reset to factory default after power on reset. On investigation, the time and date reset to the factory default setting; the complaint was duplicated on investigation. The pump was opened for investigation and revealed the internal clock battery was leaking. Unrelated to the original complaint, the display was noted to be dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time and date reset) issue time/date reset to factory default. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).